Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to the elevated blood glucose levels and the patient experienced symptoms of dizziness and unable to talk. The patient was treated with insulin injections and the patient was discharged from the hospital after spending one day.